Event description:
The patient presented with signs of an intrathecal mass including a recent increase in patient's usual pain and band or radicular pain at level t10. It was diagnosed via magnetic resonance imaging. The catheter was removed. Both aerobic and anaerobic cultures taken were negative. Hcp reports awaiting magnetic resonance imaging results.